Manufacturer narrative:
The reported device, used in treatment was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during tka procedure, when the specialist was making the cut with the oscillating, in the femoral neck, inside the patient, the oscillating saw was disassembled from the port where it receives the battery, upon contact with the bone, it fell apart and no parts fell into the patient. The procedure was finished with a competitor device. Surgical delay less than or equal to 30 minutes. Patient injuries were not reported.